Event description:
The reporter stated that the surgeon attempted to insert an aq2003v silicone three piece lens but the lens tore. There was no patient contact or injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.